Manufacturer narrative:
Received 1 used neonatal pad with the original unit packaging. During the visual evaluation, the pad was reviewed to evaluate the trim pattern and was found with correct trim pattern. The plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foam was found free of damages, tears or perforations, and the seal between the manifold connector and pad was found completed sealed. The energy connector was found free of damages. No manufacturing issues were noted on the pad. The pad was submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: neonatal pad: a total of 3.17 l/min m2 of flow rate were registered during the test.. According to the test method, the flow rate was found acceptable. The flow rate for this product must be above 5.61 l/min m2. No leaks were noted during the flow testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿the neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." "If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." (B)(4).

Event description:
It was reported that during therapy the neonatal pad was leaking. The nurse reported that the area above the diaper line extending up to the patient's head was wet and slimy. She reported that the color of the area was "rust or blood" colored. This was on the white material of the gel pad. She also stated that the patient was not washed before therapy started due to the patient condition. The pad was removed and a new pad was used to replace it. The patient was able to complete therapy without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy the neonatal pad was leaking. The nurse reported that the area above the diaper line extending up to the patient's head was wet and slimy. She reported that the color of the area was "rust or blood" colored. This was on the white material of the gel pad. She also stated that the patient was not washed before therapy started due to the patient condition. The pad was removed and a new pad was used to replace it. The patient was able to complete therapy without any further issues.